Event description:
The manufacturer received information alleging fault. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the third-party service center, error codes related to the motor, err_dsp_motor_failure and err_motor_start_up_failure, were observed. The motor blower and capacitor need to be replaced to address the issue. Additionally, unrelated to the error codes, the oxygen blending modules rubber foot was found to be missing, the handle was found to be cracked, the handle o-rings were found to be damaged, the rear enclosure, top plate and bottom closure were found to be cracked. Necessary parts will be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported that information was received alleging fault. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the third-party service center, error codes related to the motor, err_dsp_motor_failure and err_motor_start_up_failure, were observed. The motor blower and capacitor need to be replaced to address the issue. Additionally, unrelated to the error codes, the oxygen blending modules rubber foot was found to be missing, the handle was found to be cracked, the handle o-rings were found to be damaged, the rear enclosure, top plate and bottom closure were found to be cracked. Necessary parts will be replaced to address the issues. After the necessary parts were replaced to resolve the original issues found during the evaluation of the device at the third-party service center, the device failed the active exhalation purge valve opened test step during the functional test. The device was reworked by replacing the active exhalation control module and passed the testing.